Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported medical attention sought on two occasions and low blood glucose events. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg for an unknown duration of use. On (B)(6) 2026, the patient sought medical attention twice on the same night for an alleged low blood glucose (bg) event while driving, which resulted in police involvement for suspected driving under the influence. The patient attributed the event to hypoglycemia. Continuous glucose monitoring data were unavailable, and bg values could not be confirmed. The patient was transported to the hospital, where bloodwork was performed; however, results are unavailable as medical records were not received. The patient reported same-day discharge; visit duration and admission status could not be determined. Later the same night, the patient reported a second hospital visit for a similar event. During detention, the patient reported pod removal and initiation of multiple daily injections, followed by another alleged low bg event requiring evaluation at the jail infirmary. Reported symptoms included loss of consciousness, altered behavior, and hypoglycemia. The patient was unsure of the diagnosis but suspected hypoglycemia. Reported treatment included intravenous therapy; further treatment details were unavailable. On (B)(6) 2026, the patient's healthcare provider reported concern that the medical event was related to hypoglycemia and noted unavailable sensor data. No additional clinical documentation was available at the time of reporting. A supplemental report will be provided if new information becomes available.